Manufacturer narrative:
The "model #", "serial #", and the exact details of the alleged incident have not yet been provided. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges end user was in an accident while driving her scooter.